Event description:
It was reported that the patient could not read or adjust her implantable neurostimulator (ins) using the patient programmer and antenna. The patient programmer did not communicate with the antenna attached, but the programmer worked without the antenna. The patient was instructed on how to use the programmer without the antenna, and she was able to read and adjust her ins. Troubleshooting performed to provide insight to the issue included removing the antenna, and ¿stim worked¿ when the antenna was removed. It is unknown whether the patient had received a new antenna. The patient had a routine follow-up appointment scheduled for (B)(6) 2015. It was later reported that the patient was unable to make adjustments with the antenna attached. The antenna was supposed to be sent and was not. It was also later reported that the replacement antenna was received but it did not resolve the issue. The patient programmer did not connect with or without the antenna. The patient was unable to adjust and the implantable neurostimulator was off. It was also reported that the patient was planning to have the implantable neurostimulator replaced in september. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported their battery was being explanted so they could get an MRI. They also noted their battery was coming to an end. The patient had relief of pain.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37092, product type: accessory. Product ID 37092, product type: accessory. (B)(4).